Event description:
This is the third occurrence involving this patient. It was reported that in issue involved a (B)(6) female patient with a history of acute respiratory failure as well as acute lung edema. In the cti when the user attempted to pass the swg through the catheter placed in the patient's right internal jugular vein, the catheter was reported to be obstructed and insertion of the swg could not be completed, as a result, a fourth kit was opened and used without issue. A total of three complaints are involved. See mdrs 9680794-2013-00016 and 9680794-2013-00017. As a result of these occurrences, the patient suffered hypotension and delayed infusion of vascoactive amines.

Manufacturer narrative:
Manufacturer control (B)(4). The devide was discarded.